Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to a fracture. This was a chronic lead that was originally an abdominal implant and was moved to the left pectoral area. Damage to the lead may have accured during the tunneling procedure. A new lead was successfully implanted.